Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device kept burning while used with patient. There was no patient injury.

Manufacturer narrative:
One force triad generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample to function normally and within all related specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was being used during a laparoscopic procedure when the device stopped delivering energy and simultaneously a spark was noted on the field at a location where the cautery cord was in contact with a clamp. It was noted that there was a burn to the drape and patient at the site of the clamp. The clamp was also noted to be charred and the burn appeared to be in the shape of the handle ring on the clamp. There is noticeable charring on the clamp. This occurred after the equipment had all been used for some time during the procedure. Once this occurred the supplies including the cautery tip, cautery cord, and grounding pad were changed. The procedure was then completed using the same esu unit with no issues noted.